Event description:
It was reported that during a pta treatment procedure involving an elderly male, balloon separation difficulties were encountered. The lesion being treated was located in the venous system of the pt's leg. The physician inflated and deflated the symmetry 5.0-4/4t/90 balloon, then, when he attempted to reposition it to another location, the balloon separated from the catheter. He created an incision and successfully removed the balloon with a snare. Further intervention was not pursued. The current pt status is reported as 'fine.'